Event description:
It was reported that the driver stripped during a hardware revision surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): the tip of the driver has broken from what appears to be overload during a bending moment.